Event description:
Pneumothorax following attempted cortrak feeding tube placement using magnetic tracking system. Avanos cortrak2 nasogastric/nasointestinal feeding tube with electromagnetic transmitting stylet lot 30167270. On 06/06/2022 2 unsuccessful attempts to place cortrak 2, using magnetic guidance. Cxr to check placement, cxr confirmed left pneumothorax requiring chest tube placement. FDA safety report ID# (B)(4).